Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) please describe and state the location of the perforation : fallopian tube/ failure to occlude (close) fallopian tube(s)/ I found out that it never went into my fallopian tube it punctured into my abdomen'), embedded device ('migration of essure device location of device: it had moved to the back of my uterus wall/ perforation (other) please describe and state the location of the perforation: found after my surgery, the essure had embedded in my uterine wall') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included body mass index normal, multigravida and parity 2. Concurrent conditions included sinus infection, menopausal and amenorrhea. Concomitant products included bupropion hydrochloride (wellbutrin) since 2016 for anxiety, medroxyprogesterone acetate (depo-provera) from 2006 to 2010 for birth control as well as buspirone hydrochloride (buspar) since 2018, clonazepam (klonopin), cyanocobalamin (b-12) since 2014, guaifenesin (mucinex), mometasone furoate (flonase) since 2007 and paroxetine (paroxine) since 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient was found to have weight increased ("weight gain/ loss (specify which one) abdominal weight gain after the essure we placed"). In 2008, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced visual impairment ("vision/eye problems type:") and eye disorder ("vision/eye problems type:"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping and periods"), anxiety ("psychological or psychiatric problems condition:anxiety"), back pain ("back pain/ lower back pain"), pelvic pain ("pelvic pain female"), multiple allergies ("I have horrible allergies"), headache ("headaches"), abdominal pain upper ("my stomach still hurts") and uterine cyst ("fibroid cyst burst") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy and termination). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, ectopic pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, anxiety, visual impairment, eye disorder, fatigue, weight increased, pelvic pain, multiple allergies, headache, abdominal pain upper and uterine cyst outcome was unknown and the back pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, eye disorder, fallopian tube perforation, fatigue, headache, menorrhagia, multiple allergies, pelvic pain, uterine cyst, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2006. On (B)(6) 2013- she performed tubal ligation surgery. Current weight 172 lbs. Plaintiff received treatment for pelvic pain, abdominal pain , eye problems ,weight gain , perforation , dysmenorrhea, anxiety, ectopic pregnancy , menorrhagia , fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: unilateral occlusion (right tube occluded).; on (B)(6) 2017: the right sided esure device in satisfactory position. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain, abnormal bleeding, fatigue. Concerning the injuries reported in this case, the following one was added from social media: multiple allergies, headaches, abdominal pain upper. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) please describe and state the location of the perforation : fallopian tube/ failure to occlude (close) fallopian tube(s)'), embedded device ('migration of essure device location of device: it had moved to the back of my uterus wall/ perforation (other) please describe and state the location of the perforation: found after my surgery, the essure had embedded in my uterine wall') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included body mass index normal. Concurrent conditions included sinus infection, menopausal and amenorrhea. Concomitant products included bupropion hydrochloride (wellbutrin) since 2016 for anxiety, medroxyprogesterone acetate (depo-provera) from 2006 to 2010 for birth control as well as buspirone hydrochloride (buspar) since 2018, clonazepam (klonopin), cyanocobalamin (b-12) since 2014, guaifenesin (mucinex), mometasone furoate (flonase) since 2007 and paroxetine (paroxine) since 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient was found to have weight increased ("weight gain/ loss (specify which one) abdominal weight gain after the essure we placed"). In 2008, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced visual impairment ("vision/eye problems type:") and eye disorder ("vision/eye problems type:"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping and peroids"), anxiety ("psychological or psychiatric problems condition:anxiety"), back pain ("back pain/ lower back pain") and pelvic pain ("pelvic pain female") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy and termination). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, ectopic pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, anxiety, visual impairment, eye disorder, fatigue, weight increased and pelvic pain outcome was unknown and the back pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, eye disorder, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2006 and (B)(6)2006. On (B)(6) 2013- she performed tubal ligation surgery. Current weight 172 lbs. Plaintiff received treatment for pelvic pain, abdominal pain , eye problems ,weight gain , perforation , dysmenorrhea, anxiety, ectopic pregnancy , menorrhagia , fatigue diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6)2006: unilateral occlusion (right tube occluded).; on (B)(6)2017: the right sided esure device in satisfactory position.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain, abnormal bleeding, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event: pelvic pain female were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) please describe and state the location of the perforation : fallopian tube/ failure to occlude (close) fallopian tube(s)'), embedded device ('migration of essure device location of device: it had moved to the back of my uterus wall/ perforation (other) please describe and state the location of the perforation: found after my surgery, the essure had embedded in my uterine wall') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included body mass index normal. Concurrent conditions included sinus infection, menopausal and amenorrhea. Concomitant products included bupropion hydrochloride (wellbutrin) since 2016 for anxiety, medroxyprogesterone acetate (depo-provera) from 2006 to 2010 for birth control as well as buspirone hydrochloride (buspar) since 2018, clonazepam (klonopin), cyanocobalamin (b-12) since 2014, guaifenesin (mucinex), mometasone furoate (flonase) since 2007 and paroxetine (pramoxine) since 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient was found to have weight increased ("weight gain/ loss (specify which one) abdominal weight gain after the essure we placed"). In 2008, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced visual impairment ("vision/eye problems type:") and eye disorder ("vision/eye problems type:"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping and periods"), anxiety ("psychological or psychiatric problems condition:anxiety") and back pain ("back pain/ lower back pain") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy and termination). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, ectopic pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, anxiety, visual impairment, eye disorder, fatigue and weight increased outcome was unknown and the back pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not applicable. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, eye disorder, fallopian tube perforation, fatigue, menorrhagia, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2006 and (B)(6)2006. On (B)(6)- she performed tubal ligation surgery. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: unilateral occlusion (right tube occluded).; on (B)(6) 2017: the right sided essure device in satisfactory position. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain, abnormal bleeding, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet and medical record was received. Previously reported event injury was replaced with new events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), device embedded, dysmenorrhea (cramping), abdominal pain, fallopian tube perforation, anxiety, pregnancy (ectopic), termination, device ineffective, glasses are needed, fatigue, weight gain, abdominal pain, back pain. Reporter information, date of birth, medical history, concomitant drug, events onset date, event outcome, essure removal date were added. Essure removal date were updated. Device category changed from device other event to incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) please describe and state the location of the perforation : fallopian tube/ failure to occlude (close) fallopian tube(s)/ I founfd out that it never went into my fallopian tube it punctured into my abdomen'), embedded device ('migration of essure device location of device: it had moved to the back of my uterus wall/ perforation (other) please describe and state the location of the perforation: found after my surgery, the essure had embedded in my uterine wall') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included body mass index normal, multigravida and parity 2. Concurrent conditions included sinus infection, menopausal and amenorrhea. Concomitant products included bupropion hydrochloride (wellbutrin) since 2016 for anxiety, medroxyprogesterone acetate (depo-provera) from 2006 to 2010 for birth control as well as buspirone hydrochloride (buspar) since 2018, clonazepam (klonopin), cyanocobalamin (b-12) since 2014, guaifenesin (mucinex), mometasone furoate (flonase) since 2007 and paroxetine (paroxine) since 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient was found to have weight increased ("weight gain/ loss (specify which one) abdominal weight gain after the essure we placed"). In 2008, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced visual impairment ("vision/eye problems type:") and eye disorder ("vision/eye problems type:"). In march 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping and peroids"), anxiety ("psychological or psychiatric problems condition:anxiety"), back pain ("back pain/ lower back pain"), pelvic pain ("pelvic pain female"), multiple allergies ("I have horrible allergies"), headache ("headaches"), abdominal pain upper ("my stomach still hurts") and uterine cyst ("fibroid cyst burst") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy and termination). Essure (ess205) was removed on 8-nov-2018. At the time of the report, the fallopian tube perforation, embedded device, ectopic pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, anxiety, visual impairment, eye disorder, fatigue, weight increased, pelvic pain, multiple allergies, headache, abdominal pain upper and uterine cyst outcome was unknown and the back pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, eye disorder, fallopian tube perforation, fatigue, headache, menorrhagia, multiple allergies, pelvic pain, uterine cyst, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6) 2006 and (B)(6) 2006. On (B)(6) 2013- she performed tubal ligation surgery. Current weight 172 lbs. Plaintiff received treatment for pelvic pain, abdominal pain , eye problems ,weight gain , perforation , dysmenorrhea, anxiety, ectopic pregnancy , menorrhagia , fatigue . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: unilateral occlusion (right tube occluded).; on (B)(6) 2017: the right sided esure device in satisfactory position.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain, abnormal bleeding, fatigue. Concerning the injuries reported in this case, the following one was added from social media: multiple allergies, headaches, abdominal pain upper. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Events: I have horrible allergies, headaches, my stomach still hurts & fibroid cyst were added. Reporter's information was added. Fu 4&5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.